Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil was noted at 5.7 cm to 5.8 cm and 6.0 cm to 6.3 cm from the pin consistent with lead friction to the ICD can. Full breach insulation degradation adjacent to the connector boot was noted at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.